Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number r40p1m, and no non-conformances were identified.

Event description:
It was reported that during a thyroidectomy, the clips were falling off the tissue and scissoring when deployed. There was also an audible tactile feedback sound, when the clips were deployed. The doctor completed the procedure using clip appliers from a different lot. There were no patient consequences reported.